Manufacturer narrative:
The actual sample was not returned for evaluation. Without an actual sample, a root cause has not been determined. Batch production records were reviewed and no anomalies were detected. We annually produce over (B)(4) 3-inch and (B)(4) 6-inch cotton tipped wood applicators for more than 10 years. This is the first complaint of this nature documented from this market history. Procedures are in place to inspect cotton fiber bud density. This incident is recorded in our trend analysis system and we will monitor for similar events. Device not returned to manufacturer.

Event description:
The facility reported that the cotton tip applicator left lint on the incision site during blepharoplasty. The lint was washed from the site. No injury resulted. No further intervention was necessary.